Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report. Measures taken: the o2 mixer assembly (pn msp161609) was identified as defect part and is replaced, what resolved the issue. The hamilton-t1 ventilator device was returned to service.

Event description:
The following was reported to hamilton medical ag: the hamilton-t1 ventilator device alerted for technical event te 231008 (o2 valve leak). There is patient involvement reported. The issue did not result in any patient harm. There was no need for any medical intervention.